Manufacturer narrative:
One device was returned for investigation. The device was tested and found to be leaking near some abrasion marks on the device. It was determined that the user was using sharp bristles to clean the device causing the abrasions and leaks. The IFU cautions against this. No manufacturing defect was found.

Event description:
Information was received indicating that a smiths medical tracheostomy tube failed due to cuff leaks. There were no reported adverse events.